Manufacturer narrative:
It was reported that the ventilator generated errors indicating power error and open safety valve. During troubleshooting, the service engineer deduced that the air gas module and nozzle unit of the o2 gas module was defective and needed replacement. It was later reported that the customer didn't accept the given offer and repaired the machine in another way. No further issues have been reported. The evaluation of received device logs confirms the reported technical error codes in conjunction with a ventilation start on (B)(6) 2021, the reported date of event. The errors repeated during some tests the following days. Received device logs also indicate a likely problem with the expiratory channel printed circuit board and the pull magnet supply circuit. As no faulty part was returned for investigation, this could not be confirmed or a root cause determined.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the ventilator generated errors indicating power error and open safety valve. There was no patient harm. Manufacturer ref.#: (B)(4).